Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer treated the high blood glucose with the insulin pump and manual injection. The customer¿s father reported reoccurring no delivery alarms. The customer did troubleshoot the issue. The customer reports the event was resolved by changing the complete set infusion set and reservoir. The customer does not agree the insulin pump is working as designed. The customer will not be return the insulin pump for analysis.